Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had originally been difficult to position. R-waves were small, 6mv at implant and diminished further. T-wave oversensing was noted on follow-up. The lead was scheduled to be repositioned/replaced. During the replacement procedure the lead was difficult to position and the stylet could not be fully advanced to the end of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted a test stylet was fully inserted through the length of the lead with no resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.